Manufacturer narrative:
Additional information was received that no further course of action will be done. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was electrocuted at work and ipg was no longer able to establish communication. The patient will undergo an ipg revision.

Event description:
A report was received that the patient was electrocuted at work and ipg was no longer able to establish communication. The patient will undergo an ipg revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. It was noted that the ipg would not turn on after the patient was electrocuted at work. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was electrocuted at work and ipg was no longer able to establish communication. The patient will undergo an ipg revision.